Event description:
Ref (B)(4) impedances were run on device. The surgeon and rep determined there to be abnormalities, so another inspire generator was opened to complete the procedure. Ref: (B)(4)- the waveform looked smaller than expected. Surgeon and rep determined that explanting and inserting a new device was the best course of action. Both failed products had patient contact but no patient harm. Manufacturer response for inspire generator and sensory lead, (brand not provided) (per site reporter): the failed products were picked up by field rep and replacements received.